Manufacturer narrative:
Reported event: the screw got loose and the grip cover came off. A backup device was used. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate 25 devices were manufactured under 42070319 and 24 were accepted into final stock on 04/13/2019. A review of qt19-04-0054 revealed that the issue is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, l/n: 42070319 , shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
The screw got loose and the grip cover came off. A backup device was used.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The screw got loose and the grip cover came off. A backup device was used.